Event description:
Medtronic received information that during the use of this trillium coated affinity oxygenator, a leak at the heat exchanger was discovered. There were no adverse patient effects.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory the device was cleaned. During the cleaning process a leak was observed at the heat exchanger side seam. Conclusion: medtronic confirmed a heat exchanger side seam leak. During production every oxygenator is tested for leaks, and review of the device history record showed that the device met all manufacturing requirements prior to distribution. A partial void may have formed during adhesive dispensing into the adhesive groove of the heat exchanger, allowing for acceptable pressure leak test results prior to distribution. It is possible a physical shock encountered during shipping or handling of the product may have compromised that bond. (B)(4).